Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened express bolus and esc dome switch. No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform the self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced a delivery anomaly. Their blood glucose was 6 mmol/l. The insulin pump will be returned for analysis.